Event description:
On 06/01/2022, it was reported by a sales representative via sems that an ar-9560-24-4 24mm +4 lat baseplate and an ar-9561-35s central screw were damaged, the surgeon would not use them. This was discovered during use with no impact to the patient. Additional information has been requested. On 06/13/2022, the sales representative provided the following information via email: this event occurred during a reverse total shoulder procedure. The implant was properly compressed and the morse taper engaged prior to inserting, the implant was then placed on the inserter and as he was tightening the baseplate and making his final turn the actual baseplate become disengaged from the central screw portion. The central screw seated properly before pressing and the surgeon showed the sales representative the line between min and max on the press before releasing, then inserting. They were inserting into the glenoid and it was hard bone but the proper implantation steps were made prior to implanting. Proper technique steps were done to prepare the bone socket for insertion of the implant, pin placed, baseplate reamer used, peripheral reamer was used, the 10mm opening drill was drilled to the positive stop, followed by the appropriately sized tap for that 35mm screw. The surgeon didn't feel confident in trying to put those back together a second time so 2 new implants were opened, there were no other difficulties with the case, and the next baseplate was implanted perfectly. Both devices are available for return and will be returned.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9561-35s screw was received for investigation. Visual inspection identified severe damage along the inner diameter of the returned screw, likely as a result of over-engagement during use with mating instrumentation. Minor thread damage was observed, additionally. The most likely cause for the reported failure can be attributed to wear and tear.